Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text: device not returned for evaluation.

Event description:
It was reported the customer found it difficult to connect the repair kit to PICC and after that she try to check the back flow but found that there was no back flow and hence, she had to remove that repair kit and used fresh new repair kit and resolve the issue. No other information was provided.